Manufacturer narrative:
The reported event was the prophylactic explant of a device that was subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action issued on 20 july 2022, which applies to a subset of devices distributed and implanted outside of the united states. The device was returned due to advisory with no allegation of a malfunction. The device was received with a battery level within the normal range of operation. The device image was saved successfully. After all electrical tests performed, including thermal and mechanical stress testing the device exhibits normal characteristics. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity. No anomalies were found.

Event description:
It was reported that the device was prophylactically explanted and replaced as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action which applies to a subset of devices distributed and implanted outside of the united states. No malfunction was reported, and the patient is in stable condition with no adverse consequences.